Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead recorded high out of range shock impedance measurements which appeared to have been gradually increasing over the past year. Ts recommended for a commanded shock to be performed for further lead integrity evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.